Event description:
Events of "leakage," capsular contracture, "extranodal follicular mixed lymphoma," "nodule, " and "silicone migration" reported within one pt from journal article "reported events of first report of nodal marginal zone b cell lymphoma associated with breast implants," published in plastic and reconstructive surgery march 2012, vol 129, number 3; pg 576e-578e. Side was not specified for these events. This medwatch is for the right side. See MFR report #9617229-2015-00244 for the right side.